Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14044 and 3005099803-2013-14045 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the distal tip of the guidewire detached inside the patient exposing the corewire tip. Physician feel that the detached fragment will pass naturally. A second jagwire was opened. However, the distal tip of the guidewire also detached inside the patient exposing the corewire tip. Physician feel that the detached fragment will also pass naturally. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14044 and 3005099803-2013-14045 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the distal tip of the guidewire detached inside the patient exposing the corewire tip. Physician feel that the detached fragment will pass naturally. A second jagwire was opened. However, the distal tip of the guidewire also detached inside the patient exposing the corewire tip. Physician feel that the detached fragment will also pass naturally. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. Update november 15, 2013. The patient's condition at the conclusion of the procedure was reported to be stable.